Event description:
It was reported that the right ventricular lead exhibited noise which resulted in inappropriate mode switching. The patient was scheduled for follow-up in (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.